Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) unit has an auto fill failure error. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d4 ( model#, catalog# ) , d9 ,g1, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h8,h11. A getinge field service engineer (fse) evaluated the device and found 5000 pm kit and safety disk with new one and further checked and found that during autofill showing error system failure cross check drive manifold with new one and found that drive manifold get defective so it need to be replace with new one. On 27-07-2024: new manifold installed in machine and performed all functional tests successfully observed machine for 2 hours. Machine is under observation for 48 hours. We will submit the quotation soon. On 10.8.2024 remove stand by drive manifold and replaced drive manifold (0104-00-0018) with customer given and checked and found error auto fill failure calibrated bimba cylinder properly and observed the machine and found that machine working ok passed all functional test. Run machine 2. Hrs for testing successfully. Unit cleared for use. Maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received part number 0104-00-0018 drive manifold serial number (B)(6) with a reported unit failure of drive manifold being defective. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0104-00-0018 drive manifold serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the k6,k6a,k7,k8 leak test. The result of the test is as follows: test #1 differential 0mmhg factory specification +-45mmhg. Test #2 differential -1mmhg factory specification +-65mmhg. Test #3 differential 1mmhg factory specification +-20mmhg. The drive manifold passed the leak test. The fat dept. Could not replicate the drive manifold being defective. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure number 0002-07-d008 rev.as. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a